Manufacturer narrative:
!Nvestigation the device was sent to breas medical gmbh and arrived 7th, of june 2022. On the next day breas medical gmbh started the examination of the device. General inspection showed that the device was heavy in use. The device was running for 19038 op. Hours and has firmware 2.16 loaded. The device was started and function failure 43 occurred after a few seconds, indicating that the blower does not function properly. The alarm was checked, it worked as intended and the device gave audible, with level for 85db ±5db that cannot be changed or turned off, and visible alarms. A pre-use test with exhalation valve circuit was carried out, but the device did only recognize a leakage circuit, due to the blower did not run. The cooling air filter and the fan of the blower inside the housing is heavily polluted with white dust as well as the whole interior. Maintenance is overdue and the internal battery (sn: (B)(4)) is older than 3 years. The blower is noisy, and the bottom case is damaged. The log files were downloaded and examined with the pc software version 3.3.1.4. The log files could establish that treatment was started on (B)(6) 2022, at 18:40:50 on mains power. At 19:01:17 error #39 (blower does not function properly) occurred and terminated active treatment. Device was restarted immediately by disconnecting and reconnecting mains, starting treatment again but error #43 (blower does not function properly) occurred at once. Restart was tried 10 more times but resulted always in error #43 during start-up. Service of device was overdue (should have been performed in 2022 april) and the filters were heavily clogged with what appears to be a black particle dust. This shows that the instructions for use(which specify that the cooling air inlet filter should be vacuum cleaned regularly or when needed) were not followed. Cause fault tracing of the device could establish a broken resistor in the output stage of the psu board that does not power up the blower resulting in error #43. Burn marks could be detected. The psu board was replaced, a pre-use test and a complete function test including calibration was carried out with no failure. The customer will receive a cost estimate for the repair of the device. Conclusion and actions review of the device log files confirms that an internal function failure 39-blower not functioning properly alarm occurred during active treatment. Audible and visual alarms were checked and found to work as intended. There was no patient injury. Fault tracing of the device could establish a hardware failure on the psu board where a components could be detected. Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered in order to protect against a fault becoming a hazard. In conclusion, the device has acted as designed and intended when a situation occurs which compromises safe operation, by triggering audible and visual alarm. It should be noted that the device was damaged, and maintenance and cleaning had not been performed in accordance with the instructions for use. Service was overdue, and the device had not been cleaned as indicated in the user manual chapter 7.1 cleaning the vivo 50-cooling air inlet ("turn off the vivo 50 and place it on a dust free surface. Vacuum-clean the cooling air inlet once a month or when necessary.") Although not a direct cause, it cannot be ruled out that the exposure to pollution and dust through damaged case and lack of maintenance and cleaning may have contributed to excessive wear of the blower and consequently damage to the blower driver circuitry. These events are considered not to be reportable per meddev 2.12/1 rev.8 and 21 cfr 803 because no patient injury was reported and patient treatment has not been affected. However it is reportable in germany as the incident has occurred during active treatment. No further actions are planned at this time. Breas medical will track and trend for similar issues.

Event description:
Internal functional failure 39 occurred on (B)(6) 2022 at 19:01:17 and terminated active treatment with alarm. No patient injury was reported.